Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation. Imagining revealed that the left ventricular lead had become slightly dislodged. The lead was capped and replaced with an epicardial variant. The patient was noted to be in good condition following the procedure and would be monitored.